Event description:
A pt reported possible high inaccurate results with a fasttake meter. Pt has a history of iddm for 27 years. During the week of the event, pt's blood glucose was 41-44mg/dl on ft meter versus 19-20mg/dl on paramedics' meter. On another occasion, the blood glucose result on ft meter were in the 40-50mg/dl range and pt was transferred to ER. On the day of the event, pt blood glucose was 300mg/dl on ft meter at 12:30 pm. Based on meter result, pt took 7 u of regular insulin. The pt later transferred to ER after passing out. Pt nph dose was reduced to 25 u/day after last episode of hypoglycemia. Pt has a low hematocrit of 33.4. No further info is available. Meter has been replaced for further investigation.